Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. However the cause could not be determined. If any additional relevant information is received, a follow-up will be sent.

Event description:
During review of a returned homechoice device, a high drain error 101 alarm was identified. This alarm occurred during patient use of the device, in night drain 1. This meets increased intra-peritoneal volume (iipv) criteria. No additional information is available at this time.